Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the circumflex artery. A 2.25 x 8mm synergy ii stent was advanced and had difficulty passing through two implanted stents and ultimately did not cross. Upon drawing the device back, the stent moved on the balloon. The stent and delivery system were able to be pulled out as the proximal section of the stent was still attached. The procedure was completed with another synergy stent. No patient complications were reported and the patient was well.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 8mm stent delivery system was returned for analysis. The stent was damaged the entire length and had moved in a distal direction on the balloon. The distal stent struts were bunched and overlapping. The manufacturing crimp data for this device was reviewed and there were no issues noted with the production of this unit. The maximum stent profile was within spcification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on exposed section of the balloon wall indicating crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damaged was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the circumflex artery. A 2.25 x 8mm synergy ii stent was advanced and had difficulty passing through two implanted stents and ultimately did not cross. Upon drawing the device back, the stent moved on the balloon. The stent and delivery system were able to be pulled out as the proximal section of the stent was still attached. The procedure was completed with another synergy stent. No patient complications were reported and the patient was well.